Event description:
It was reported that pump screen was damaged and not responding. There was no reported impact to the customer¿s blood glucose level. Customer declined transfer to technical support for further troubleshooting, and sales specialist initiated new order for replacement pump; no additional information was received regarding further actions or final outcome.